Event description:
Maintenance worker was hanging collector and received a needle stick. Needle was poking out of the lower part of the collector. Collector was 1/2 full. Clinician washed his hand and advised him to contact his employer and follow their procedure.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.